Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6) clinical study. It was reported that the patient experienced chest pain that required intravenous (IV) medication to treat. After an ablation procedure involving a intellanav mifi open-irrigated catheter, the patient reported mild chest discomfort. The patient was given IV toradol and it improved. The patient was discharged with colchicine and ibuprofen. The suspected cause was pericarditis. The outcome of the event was reported as ongoing.